Event description:
The user facility reported a 24-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella rp device for mechanical circulatory support. The complainant reported there was a thrombus on the impella rp. The pump was explanted and staff planned on escalating to impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the low pump flow is most likely due to ingested biomaterial.